Event description:
Information received indicated the head section will not function.

Manufacturer narrative:
The hill-rom technician found that a stuck valve was causing the malfunction. He removed and cleaned the valve to resolve the issue.